Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this right atrial (ra) lead exhibited insulation damage near the connection to the device header in the pocket. The insulation breach of the ra lead was noted upon opening the device pocket. This lead was explanted, and a new lead was placed. No additional adverse patient effects were reported.